Event description:
A report was received that the patients battery was under the scapula and was unhappy with the location. The patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.